Manufacturer narrative:
The used company cartridge was retuned loose in a bag. Inadequate viscoelastic was observed in the cartridge. The tip had stress lines. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No abnormalities or roughness observed in the cartridge lumen. The handpiece used was not provided. It is unknown if a qualified handpiece was used. The root cause for the reported issue may be related to a failure to follow the instruction for use (IFU). Inadequate viscoelastic was observed in the cartridge. No cartridge damage or abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. The IFU instructs: the IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovds) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Non qualified ophthalmic viscosurgical devices (ovds). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the intraocular lens implant procedure, cartridge filled with ovd, and lens loaded. Once inserted the physician stated that, there was a scratch on the periphery of the lens. There was no patient harm reported.